Manufacturer narrative:
The pump was received with intermittent up button response due to light moisture damage on the keypad traces. The pump was received with a cracked case at the display window corners and belt clip slot. The pump was received with a corroded battery tube and minor scratches on the lcd window.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that up arrow button was not responding. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.